Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using unspecified bd conventional pen needle the cap did not properly attach. This is report 1 of 2. There was no report of patient impact. The following information was provided by the initial reporter: 1. The caps are looser than I have ever experienced before, and can fall off at the slightest touch, creating a poking risk. 2. The threading is wider than I have experienced before, so where previous needles would thread onto my pens pretty simply, directly, and quickly because they were a good matching fit, these are somewhat loose and floppy. That creates difficulty aligning the internal needle to properly move straight into the rubber pad that gives it access to the insulin. Sometimes it takes multiple threading attempts to get it to work. 3. The occasional needle has difficulty penetrating the skin. I am used to the needles slipping in quite smoothly, but several of these, on first use, require more pressure and actually cause small pain on puncturing the skin. Fortunately, I have some of the novo needles that come with ozempic, so I could use those, and will likely switch to buying that kind, as they do not have any of the challenges this box has presented, and in fact made me aware of the difference. I have no suggestions for reparations (I doubt you'd like the idea of sending me a box of a competitors needles to make up for the ones I won't use), and write mainly to let you know of the problem, and why will not make the bd nano needles my default brand at the pharmacy.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using unspecified bd conventional pen needle the cap did not properly attach. This is report 1 of 2. There was no report of patient impact. The following information was provided by the initial reporter: 1. The caps are looser than I have ever experienced before, and can fall off at the slightest touch, creating a poking risk. 2. The threading is wider than I have experienced before, so where previous needles would thread onto my pens pretty simply, directly, and quickly because they were a good matching fit, these are somewhat loose and floppy. That creates difficulty aligning the internal needle to properly move straight into the rubber pad that gives it access to the insulin. Sometimes it takes multiple threading attempts to get it to work. 3. The occasional needle has difficulty penetrating the skin. I am used to the needles slipping in quite smoothly, but several of these, on first use, require more pressure and actually cause small pain on puncturing the skin. Fortunately, I have some of the novo needles that come with ozempic, so I could use those, and will likely switch to buying that kind, as they do not have any of the challenges this box has presented, and in fact made me aware of the difference. I have no suggestions for reparations (I doubt you'd like the idea of sending me a box of a competitors needles to make up for the ones I won't use), and write mainly to let you know of the problem, and why will not make the bd nano needles my default brand at the pharmacy.